Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left and right brake will not hold, chair is easy to push when the brakes are engaged.